Event description:
Pt receiving eecp therapy. After taking a bathroom break, pt experienced sob, had difficulty breathing, was pale and diaphoretic. Admitted to hospital where they received dobutamine infusion and were stabilized. Prior to this eecp treatment, the pt's weight was stable and lungs were clear.